Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "cautery would not respond" (device operates differently than expected). A scrub technician reported that cautery would not respond during surgery. The unit was switched out and the case was completed. There was no pt impact or procedural change reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated additional related reports. A root cause for the reported issue is unk and cannot be determined because no sample was returned for evaluation and the company service representative was unable to duplicate the issue on site. (B)(4).